Manufacturer narrative:
Device evaluation summary: the medtronic service personnel (sp) inspected the ventilator and identified relevant error codes in the ventilator memory logs. The sp turned on the ventilator and the ventilator was stuck in an inoperative mode. The sp reviewed the logs and found back ground fault error codes. The sp then ran est (extended self test), sst(short self test) and could not duplicate the error code. The sp confirmed the reported issue in logs but could not duplicated the issue. The ventilator passed all tests and calibrations at the time of service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use this 840 ventilator became inoperative and stopped delivering breaths. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.